Event description:
A caller reported a malfunction on a pump, with no notable events occurring prior to the malfunction and no adverse impact on the customer's blood glucose level. The malfunction was identified with a resettable code, and the caller had not previously reported or reset the pump within the last 24 hours. Technical support provided information on how to reset the pump and assisted the caller with the process. The caller will complete the reset at their convenience and was instructed to call back if the issue persists.